Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap in adhesive area between the hold ring and distal end was caused by external factors or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event as below. [Inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions (see figure 3.2). Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that there was a gap in the adhesive area between the hold ring and distal end. Additional findings were as follows: the k-wire has a cut, the plastic distal end cover, the connecting tube, the image guide protector, the protector of universal cord on scope connector side, lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the distal end, the scope cover, the scope connector, the universal cord, the grip, the control unit, the switch box all have a scratch, the forceps channel port, the suction cylinder both are shaved, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, and due to a pinhole on connecting tube, water tightness is lost. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had a wire broken when lifting forceps. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap in adhesive area between the hold ring and distal end. There was no patient involvement or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.